Event description:
It was reported that pump displayed insulin amount different than expected, with fill estimate stuck at 85 units even as insulin was delivered, and customer also experienced minimum fill issue after changing multiple new cartridges using proper loading and air removal technique. There was no reported impact to the customer¿s blood glucose level. Customer was educated that a static fill estimate could occur due to variations in pressure measurements and that display would resume counting down once remaining insulin matched the static value, and when issue persisted after troubleshooting, technical support collaborated with support staff, arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy.